Event description:
It was reported to medtronic neurosurgery that during the procedure, the physician discovered the device was cracked and that it was replaced to complete the surgery. No adverse impact or injury to the patient was reported, and the patient was said to be ¿overall ok¿ following the procedure.

Manufacturer narrative:
Proteinaceous debris was present on the returned device. The shaft of the straight plate had broken at the site adjacent to the connection with the eyelet holes. The rim of the eyelet hole furthest from the straight plate was also broken. It is unknown how or when the damage occurred. The instructions for use that accompany the device note that breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. (B)(4).